Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for an evaluation. The DHR review, which examines the DHR, ncrs, and ecos will be done as part of the root cause investigation.

Event description:
Patient had nice, non calcified access. They started with a 5fr 11 cm sheath, advanced the wire over the aortic bifurcation and changed the 5fr sheath for the 6fr,45cm, durasheath firm mp. They did this over a regular terumo wire. Not super stiff etc. There was no resistance felt during the vascular access and the advancement of the durasheath. After some treatment steps, the physician saw more blood than usual, pulled back the sheath a bit and saw a pulsating bloodflow nearby the sheath hub. At the moment, a less stiff wire was in the patient. They decided to change the wire back to the regular terumo and changed the sheath to another one.